Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using a backup instrument of the same kind. No harm occurred to the patient, and nothing fell onto the surgical field. The procedure did not experience any delays as a result of the event.